Event description:
During surgical procedure, one instrument was broken and the other stripped. Both damaged in same surgery occurring on (B)(6) 2015. Per complaint form: dr. Pinto broke the tip off of the expedium poly screwdriver while inserting an expedium pedicle screw. The tip remained in the inserted screw and the surgery went on as planned. At the end of the surgery, while torquing down the set screws, dr. Pinto mentioned that our torque driver was stripped. We replaced the torque driver in question with another one and the surgery went on as planned.

Manufacturer narrative:
One (1) expedium quick connect screw driver [product code: 2797-12-400, lot number: mi33606] was returned to the complaints handling unit (chu). Device underwent visual inspection and fracture analysis. Visual inspection of the screw driver [product code: 2797-12-400] has confirmed that the distal tip was fractured. The fracture was located at the driver¿s distal tip. The second half was not provided with the part. The fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobe and extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the distal tip of the expedium screwdriver becoming fractured cannot be positively determined. However, fracture analysis suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobe and extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.